Event description:
It has been reported that during a knee arthroplasty, the impactor pad was fractured.

Manufacturer narrative:
Cmp-(B)(4). The following report is submitted to relay additional information updated: the reported event is considered confirmed as the returned devices were fractured. The visual inspection of the returned section of the persona femoral cr impactor pads confirmed that the parts had fractured, the fragmented piece(s) were not available for evaluation. It was also noted there were scratches, nicks and general wear on the returned impaction surfaces indicative of repeated use. Device history record  (DHR) was reviewed and no discrepancies were found. Complaint history review determined that no further action(s) is/are required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.